Event description:
Foot pedal not working.

Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation number (B)(4) - found cracked solder joint in foot pedal connector. Jumper between two ground pins in cracked. Console functions within all specs. Re-soldered jumper between two connectors pins. Checked and tested with console. Return to customer. (B)(4) 2013 the DHR for console (s/n (B)(4)) was reviewed and showed that the unit met manufacturing specifications when released and there were no issues related to the complaint. A review of console history (s/n (B)(4)) during the months of (B)(4), 2013 showed that there were four (4) reported complaints originating from this console. This console was repaired and quality checked before being sent back to the facility for evaluation.